Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced cerebral hypoxia and fell, and went to the hospital. The rep was unable to interrogate the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.